Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: mastopexy was performed on left side with same implant on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 400cc mentor memorygel breast implant and was presented with right side capsular contracture; baker grade IV, bilateral ptosis, plus asymmetry of breast. As a result, the right side device was explanted, and replaced with catalog number 3504004bc; s/n: (B)(4), and mastopexy was performed on left side with same implant on (B)(6) 2019. This report is for the patient¿s left-sided device.